Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Internal insulation abrasion was noted at 28.2-29.3cm and 29.5-30.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 36.5-36.9cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.